Manufacturer narrative:
Endoleaks are labeled in the IFU. No images or product were returned to assist in the investigation. The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. As referenced in the summary of clinical studies, "type iii endoleaks caused by graft defects, inadequate seal or disconnection of the modular components were treated with add'l ballooning or prostheses. As reported by the angiographic core lab, there were no type IV endoleaks during (B)(4) study." Each suture is 100% inspected for proper securement and to ensure that there is not excessive elongation of the graft material at the suture entry point. The complaint correspondence indicated that there was a type 3 suture related endoleak at the ipsilateral limb of the main body graft. The complaint info also states that the ipsilateral side was 2 to 5 overlapped and sealed. The meaning of this statement is unk. It may describe excessive overlap between the iliac leg and main body, which may have contributed to the event. Similar events (1820334-2009-00697, 1820334-2010-00033, 1820334-2010-00177) have been reported and imaging from these complaints was reviewed by an external clinical reviewer. The suture hole endoleaks may be detected when forceful contrast injection are performed adjacent to the suture hole. However, the leak is not detected if the injection is performed more superior in the aorta. Aggressive heparinization can exacerbate the endoleak. Each stent graft has suture entry points by design. Flow through the graft material or entry points stops upon coagulation of the blood in the device. It can reasonably be expected that an endoleak through a suture hole could resolve spontaneously, especially after the anticoagulant diminished. Disconnection of the stent grafts or torn graft material will most likely result in intervention. As with all endoleaks, it is important that the treating physician follow the pt's endoleak appropriately, and provide further treatment if the physician feels the pt is at risk of ongoing sac pressurization, aneurysm growth, and possible rupture. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera) and the risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.

Event description:
A (B)(6) male pt underwent aaa repair on (B)(6) 2010. The pt's anatomical form was suitable for endovascular repair and the procedure was conducted as labeled and the final angiography revealed endoleak. The physician determined the leak was from the suture hole in the proximal side (third stent from distal) of ipsilateral limb, not the junction part by angiography for elimination. He decided to take a wait-and-see approach instead of placing an add'l graft because, it was difficult site. The pt's condition after the procedure is unk.